Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 402 mg/dl and another relevant blood glucose was 363 mg/dl. The customer reported that insulin pump had insulin flow block alarm. Customer was reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by infusion set change. The insulin pump will not be returned for analysis.